Event description:
Ambulance personnel were attending to a pt that had experienced a massive myocardial infarction. External pacing was attempted and allegedly the device kept indicating leads and would not pace. All electrode/cable connections were checked and a reason for the leads off message could not be discerned. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based reporter's assessment of the pt's lack of viability.